Event description:
It was reported that stent dislodgement and migration occurred. The target lesion was located in the left anterior descending artery. A 2.75x16mm promus element plus drug eluting stent was advanced and implanted to treat the lesion. Following implantation, an unspecified size nc balloon catheter was advanced but slight resistance was met upon advancing this device through the stented lesion. Eventually, the balloon catheter was able to cross successfully. However, it then appeared that the entire implanted stent dislodged and moved distally. To manage the issue, the dislodged and migrated stent was redeployed and re-implanted and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).